Manufacturer narrative:
The customer reported that there was a ring artifact displayed on scanned images (addressed in this (B)(4)). The customer also reported intermittent displayed error messages: gantry cannot comply (addressed in (B)(4)). A philips field service engineer (fse) went to the site to evaluate the system. The fse found that there was a crack in the compensator of the a-plane collimator. The fse replaced the a-plane collimator and successfully completed calibrations to resolve the artifact issue. The fse confirmed there was no impact to the patient and there was no report of a rescan performed as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.